Event description:
I had the essure placed on (B)(6) 2014. Two months after this procedure I began to lose my hair and have debilitating migraine headaches. My vision is blurry at times and I have no energy. This is effecting my life in a negative way. The headaches are so bad I have to stay in bed and sleep until they are gone. The hair loss has caused emotional stress; there are times I don't want to be seen. I have called my doctor but have gotten no where.